Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte-w ¿ IV catheter's blister opened during storage.

Event description:
It was reported that a bd insyte-w ¿ IV catheter's blister opened during storage.

Manufacturer narrative:
Investigation summary: a device history record review showed no non-conformances associated with this issue during the production of this batch. One photo was received and evaluated. Open seal was observed from the blister package in the photo, however the blister package belong to both the 20ga and 22ga insyte family. The reported batch belong to 24ga insyte family, and hence the blister package in the photo does not belong to the reported batch. Nevertheless, observed from the photo that there is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, and thus showed that the sealing process was completed in the manufacturing facility. 2 actual unused samples were returned for investigation. The samples were not decontaminated. The samples were observed not sealed at the 4 corners of the packaging. The samples were subjected to visual examination and observe that the 4 corners the packaging was not sealed (open seal). There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, and thus showed that the sealing process was completed in the manufacturing facility. The investigation was able to confirm the customer experience based on the sample evaluation.